Event description:
The pt's physician reported that, following a generator replacement, a few weeks previously, the pt presented with an infection at the site. The infection developed as the pt had been picking at the generator site. The generator and lead were subsequently removed with hopes of a further reimplant. Cultures of the wound showed staphylococcus epidermidis. Attempts for further info have been unsuccessful to date.

Event description:
The patient's implant information has been provided to the manufacturer and the DHR for the generator and lead has been reviewed. Sterility of the generator and lead prior to distribution was confirmed.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.